Manufacturer narrative:
Event date: (B)(6) 2017. Device is a combination product. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and removal difficulties were encountered. The target lesion was located in a coronary vessel. A synergy drug-eluting stent was implanted to treat the lesion. However, after deploying the stent and placing the balloon on negative pressure, the balloon did not completely deflate and somehow caught within the stent which had caused difficulty in removing the delivery system. Eventually, it did not take long for the device to be removed from the patient's body and the procedure was then completed. No patient complications reported and the patient was not harmed.